Event description:
During a transfer to a wheelchair using a medcare stand the machine began to tilt to the right. The resident began to fall but was caught by the 3 cna's. The cna's made claims of back and shoulder pain, but were not hospitalized. The incident occurred because the leg bolt was loose and began to back out.

Manufacturer narrative:
The machine in question is over 12 years old. The process of a leg bolt backing out is a slow one and should have been noticed before the bolt came all the way out. This incident could have been avoided with proper maintenance.